Event description:
It has been reported to philips that, c arm movement was not happening. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that the c-arm movement is not possible intermittently. The philips field service engineer (fse) went onsite to check the reported issue. The fse found issues in the bodyguard. The bodyguard sensitivity is temperature and humidity dependent. The fse calibrated the bodyguard to resolve the issue. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcomes.